Event description:
The event involved a plum set where it was reported that the set had the inability to drain fluid. There was unknown patient involvement and no report of patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.